Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 pocket a5 had an issue, and the customer tried to reboot the station and recover storage space, but both attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was found that the drawer was failed. A technical support specialist (tss) confirmed that issue had been resolved by customer. The customer granted permission to close the case and no further investigation was required from the tss. The system functioned as intended after the customer resolved the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 pocket a5 had an issue, and the customer tried to reboot the station and recover storage space, but both attempts were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.